Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* 45mm articulating medium/thick reload, one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. Visual examination of the staple cartridge noted that the reload was partially fired and engaged in interlock. The jaws of the reload were open. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 49 autoclave cycles for both the handle and the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery was not returned, a pmv representative one was utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Two out of five white status lights illuminated indicating less than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. Two out of five white status lights illuminated indicating less than 15 surgeries remaining on the handle. The subject reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The subject reload was then fired. The reload cut cleanly on the appropriate test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a lap assisted distal gastrectomy, the jaws of the device closed and would not open. In an attempt to open the jaws, the fire button was accidentally pushed, prior to use on the patient. The clamp bar did not fully retract and the reload was difficult to detach from the adapter. A manual retractor tool was used to detach the reload. After reassembling the device from scratch, the device worked fine. There was no injury or adverse event reported.